Event description:
Reporter indicated a patient developed an infection at the vns electrode incision site in the neck. The exact day and month of the patient's birth were not provided. The patient was originally implanted with the vns on (B)(6) 2012. The patient had a fall on (B)(6) 2012 and developed redness subsequently at the electrode site. The incision became red and the scar became larger, but the wound did not open up. Intravenous antibiotic treatment was given. The patient later had debridement surgery on (B)(6) 2012, when it was noted necrotic fat tissue was present next to the area of lead fixation. The patient was placed on antibiotics for an additional 7 days, and the scar reddened again and thickened. The reporter is questioning whether there may be an allergic reaction to the tie-downs used to secure the lead. The patient had an additional surgery on (B)(6) 2012, where the tie-downs only were removed, and the lead was then fixed to the muscle using non-absorbable suture. Wound cultures were done of the open wound which grew out (B)(6) bacteria. The wound is now closed and healing well.

Manufacturer narrative:
Report source, corrected data: the initial MDR report inadvertently omitted the "foreign" designation.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
On (B)(6) 2013, the patient's caregiver reported that the patient underwent explant on (B)(6) 2012. Attempts for product return have been unsuccessful as the caregiver opts to perform independent testing on the explanted device.

Manufacturer narrative:
Date of explant, corrected data: additional information was received indicating that the patient underwent explant on (B)(4) 2012. This report is being submitted to correct this field.

Event description:
It was reported to the manufacturer by the patient's caregiver that the vns generator and lead were explanted, but the date is unknown. The date of (B)(6) 2012 will be used as a placeholder. It was felt the infection could not be controlled without explanting the vns per the caregiver. The generator was discarded, but the lead is in possession of the caregiver who wishes to return it to the manufacturer. The lead's electrodes were encapsulated on the patient's left vagus nerve and were not removed.